Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 5.9, second test inr = 3.8. Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, inratio: 5.9, 3.8 lab: 8.0, 8.0; date: 2008, inratio: 4.1, 3.6. Lab: 4.4, 4.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070615: first test inr = 5.9, second test inr = 3.8, mean = 4.85 ; sd = 01.48; %cv = 31%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008. Inratio: 5.9, 3.8. Lab: 8.0, 8.0, mean: 6.95, 5.9, confidence limits: cannot be determined, cannot be determined. Date: 2008. Inratio: 4.1, 3.6. Lab: 4.4, 4.4. Mean: 4.25, 4.0. Confidence limits: 2.4-6.1, 2.3-5.7, per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first two sets of data, the confidence limits for inr testing cannot be determined. Per text" doctor sent him to ER where they gave him vitamin k and he is fine now." This is adverse event case. Products will be tested when returned.